Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unspecified PICC line was leaking at the hub. The device is still in place, the leaking hub was locked and the other hub is being utilized for two more days. To date, additional product, event and patient information has not been made available. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.